Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated during processing of this complaint, attempts were made to obtain complete device information(serial number, date of implant, UDI), and event information. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that ipg was inoperable and patient lost therapy. As a result, patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.